Manufacturer narrative:
This ipg serial number was included in field advisories. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing pocket heating at the ipg (implantable pulse generator) site while the system was on or off. The pt also had swelling around the ipg site. The pt felt warmth shooting down her leg from the ipg site. Follow-up information suggested an emg was ordered by the physician for further diagnosis.